Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. Technical services (ts) confirmed probable myopotential oversensing, which resulted in a brief episode of asystole and pacing inhibition lasting approximately three seconds. Ts advised that increasing rv sensitivity would likely not resolve the issue without compromising ventricular fibrillation (vf) detection. Ts recommended further monitoring for the leads channel due to the noise as well as additional monitoring plan for this device system. This lead remains in services. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5175958.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.